Event description:
Information from study documentation: a patient of unknown age and gender in the EU was treated for coronary artery disease with percutaneous coronary intervention (pci). Hemodynamic support was provided by an impella cp heart pump. Following the procedure, a pseudoaneurysm occurred at the access site and was treated with a pressure bandage and thrombin injection, prolonging hospitalization. The patient was stable afterwards.

Manufacturer narrative:
Device has been discarded. If new information emerges, a supplemental MDR will be filed.